Manufacturer narrative:
A physio-control field service representative went to the customer's site and observed that the device had been taken a part for repair and then partially put back together incorrectly by the customer's biomed. Another biomed at the facility followed the repair directions from the service manual and was able to make the necessary repairs. Physio-control provided instructions to the customer; however, he did not evaluate the device. It was indicated that the device was repaired, and placed back into service.

Event description:
It was reported that the device had several fault codes logged into memory. The customer's biomed replaced the therapy connector and indicated that the device was not responding to his defib analyzer in AED mode. There were no reports of patient use associated with the reported failure.